Manufacturer narrative:
Additional information: section b-3 date of event: unknown/asked information was not provided. The best date estimation is between 17-mar-2025 and 21-apr-2025 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 medical device problem code: 3191 - although mechanical complications was reported, it is unknown what the reported issue is for mechanical complications in reference to the intraocular lens (iol). Therefore, device problem code 3191 is being provided for dc-unspecified/other with patient contact. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The drt150 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Due to complaints of iol mechanical complications, did not work as intended, the iol was explanted in a secondary surgical procedure and replaced with a drt150 20.0 iol. Patient's pre-operative bscva was 20/40 and refraction was -0.75+1.00x170, post-operative bscva was 20/25+1 and refraction: +1.00+0.50x90. Intended target refraction was plano. Patient prognosis post lens exchange is unknown. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.